Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025 the reporter stated that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 47 mg/dl and was transported to the hospital by ems. The user was admitted on (B)(6) 2025 and was treated with intravenous therapy and injections and discharged on (B)(6) 2025. During the hypoglycemic event, the patient lost consciousness and fell on the ilet device, causing damage to the screen. The issue was resolved with a device replacement. No long-term health effects were reported.